Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event involving medical and food intervention. A control solution test was performed while troubleshooting with customer support showing the test strips he was recently using to fall in range. The meter and test strips will not be returned for eval. This is being reported as an adverse event under the FDA medwatch regulations.